Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation a crack was observed in the iol. The rayone emv rao200e iol was explanted and exchanged during the original surgery session. There was no injury to the patient as a result of the event. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "scratched iol (optic)/scratcvhed iol (during injection)/cracked iol (optic); forcing a blocked injector, inadequate lubrication, misuse of device, optic edge trapped/damaged on closure of cartridge. Additionally, the rayone hydrophilic acrylic use risk analysis identifies the following as possible causes of "physical damage to lens"; sharp edge instruments used during surgical procedure, incorrect use of lens injection system, surgeon misidentifying capsule creasing, lens surface ablated by nd:yag operator error and cracked optic post injection due to dehydration of lens. Our review of production records for the rayone emv rao200e batch 053214777 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone emv rao200e batch 053214777. There is insufficient evidence and information available to determine the cause of the damage to the lens post injection.

Event description:
On (B)(6) 2024, rayner received notification from its distributor in malaysia of an event that occurred during use of a rayone emv rao200e. The event description provided states that immediately following implantation a crack was observed in the lens prompting iol explantation and exchange.